Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 or 2. Ref MFR report: 1627487-2014-15012. It was reported the pt experienced hearing at the ipg site while charging. A replacement charging system was sent to the pt. Follow-up identified the pt's issue was resolved with the use of the replacement charing system. 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.